Event description:
Nellcor puritan bennett received a call from a rep of user facility on 11/18/1999. User facility called to report the following problems: all leds and constant single tone alarm with no volume delivered. No pt harm reported.